Manufacturer narrative:
If implanted, give date: a month ago. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2014-06989 & 2134265-2014-07204. It was reported that post stenting treatment procedure, the patient expired. The target lesion was located in the bilateral iliac. A 6x27x75 and a 7x27x75 express® ld iliac / biliary and an 7x80x75 epic¿ vascular stents were selected and deployed. There was no damage noted to the outer package or the inner pouches of the devices. Five days post procedure the patient expired. Based on 4/4 positive blood cultures, the documented cause of death was staph sepsis.